Event description:
It was reported that the patient developed an infection, and their entire pacemaker system was removed in (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).